Manufacturer narrative:
Date of event: used (B)(6) 2021 as no information was provided. Device evaluation by MFR: unit returned with its original pouch batch and overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. The wire returned with and it is possible to observe the wire bent at distal section; and the spring tip is damaged (stretched and unraveled). Under microscope was observed that the spring tip is damaged (stretched and unraveled) and spring was broken at very tip.

Event description:
Reportable based on device analysis completed on 27-apr-2021. It was reported that no information was available regarding the event. However, returned device analysis revealed spring tip was broken.